Event description:
It was reported that a patient underwent a l5-s1 alif using interbody device, anterior place, and rhbmp-2/acs. Within a few days of the surgery, the patient began having symptoms including; a severe itchy, scaly red rash. The rash is disfiguring since it's been around her eyes and on her face. Approximately four months post-op, the patient went to see an allergist. Patch testing did not confirm allergy to titanium, vanadium, or aluminum. The patient was given prednisone to suppress the rash, and the doctor feels that more may be necessary. The doctor stated that the rash and itch are still present, although they are waxing and waning. The patient is still not doing well. The implants currently remain in the patient. No revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.